Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Unable to retrieve from hosp.

Event description:
It was reported that the screw head separated from the screw shank intra-operatively when distraction was performed during a transforaminal lumbar interbody fusion procedure. The surgeon removed and replaced the screw and continued with the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
It was reported on (B)(6) "20013" that the surgeon placed the screw to screw distraction rack on the two expedium screw heads and when he went to distract the screws when the polyaxial head of the 9mm x 55mm screw came off. The surgeon gathers the head, removed the bone screw and continued on with the surgery. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. Device not returned.